Event description:
The physician attempted closure of an arteriotomy site with the starclose device following and interventional procedure. The sheath did not split while advancing the thumb advancer. Instead, it started to "roll up". It is unknown how hemostasis was achieved.

Manufacturer narrative:
Upon investigation, a malfunction was identified. The device showed the cutter's top corner was rounded and a dull blade was noted. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".